Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up and down buttons are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. The damages led to electronic errors. The shut-down of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress.

Event description:
Reporter stated the infusion device shut-down without providing an error message. The patient noticed the display was black and the infusion device had "died." Her blood glucose was 23.0 mmol/l (414 mg/dl), and she delivered 12.0 units insulin via pen as treatment and for food. She replaced the battery and battery cover. The display remained blank, but the infusion device provided sounds and vibrations. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).